Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 3ml ll 21ga 1-1/4in mx bun had poor packaging perforation before use and could not be separated. The following information was provided by the initial reporter, translated from spanish to english: "rejection of 11 boxes of reference 302539 bd plastipak plastic syringe 3ml 21g x 32mm box with 100 from lot 0098616 expiration date mar-2025 because it is observed that the precut is not opened between one blister and another. During the inspection of the rejected input, two pieces were found that could not be separated".

Event description:
It was reported that 2 syringes 3ml ll 21ga 1-1/4in mx bun had poor packaging perforation before use and could not be separated. The following information was provided by the initial reporter, translated from spanish to english: "rejection of 11 boxes of (B)(4) bd plastipak plastic syringe 3ml 21g x 32mm box with (B)(4) from lot 0098616 expiration date mar-2025 because it is observed that the precut is not opened between one blister and another. During the inspection of the rejected input, two pieces were found that could not be separated".

Manufacturer narrative:
H6: investigation summary: photos and a video received for investigation, upon observation there is no longitudinal cuts between the two blister packs, therefore defect is confirmed. The defect is reproducible in the manufacturing process, however, there is controls that help to reduce the defective pieces number. A floor tour was carried out on lines 2 and 3 (lines that manufacture 3 ml) to verify the correct operation of the transverse and longitudinal cutting blades, during the tests carried out no faults were found in the blister cuts, it is important to mention that the blister cuts are monitored every hour and their maintenance is included in the monthly maintenance plan. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.